Manufacturer narrative:
The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. Adapter delrin degradation was also noted on the endoscope. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause of the delrin degradation cannot be established based on the failure analysis results.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, the 30-degree endoscope plus rotated independently and crunched between the silver head and the gray plate. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the surgical task being performed at the time of the event was esophageal resection. The endoscope was installed in a downwards orientation, which resulted in crunching noises. The surgeon confirmed the desired orientation when the endoscope was installed. An indication of the image orientation was provided to the user via the user interface, showing a view of 30 down, but there was an increasing noise during operation and the hooking of the motor when moving the optics. The endoscope and the endoscope¿s adapter/base were still engaged, and attached, with the adapter fitting correctly. There was no damage observed on the endoscope¿s adapter/base, such as missing screws or components. The procedure was completed with a backup endoscope in the second half of the procedure. The vision issue did not result in patient injury. Prior to the event, the endoscope was manually rotated 180 degrees when cleaning and not in operation, which caused creaking noises similar to the sound of gears that do not mesh, but there was no manual rotation during operation. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion.